Event description:
During a laparoscopic hernia repair on an unk date the ems stapler would not advance a staple or only had one staple in it. There was no consequence to the pt.

Manufacturer narrative:
H6; cracked nose weld and (2) twisted staples jammed in the cartridge nose.